Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that following a routine device changeout for normal battery depletion (nbd), the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system and this chronic right ventricular (rv) defibrillation lead experienced cardiac arrest and received lifesaving device therapy. A shock impedance measurement of 93 ohms was noted at changeout. The patient remained at the hospital. Upon a later device evaluation, high out-of-range shock impedance measurements were observed for all shock vectors: triad = >200 ohms, right ventricular (rv) to can = 130 ohms, right atrial (ra) to can = 160 ohms, and rv to ra = >200 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. The following day, electrogram (egm) review post-cardioversion appeared normal and measurements were within normal range. Additional information received reported that the cardiac arrest and subsequent hospitalization were not attributed to the device, but rather to patient condition as the patient was very sick. This crt-d system remains in service. No adverse patient effects were reported.